Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, upon actuation of the capio device, the capio carrier, which was bent, deflected to the right and tore the uphold mesh. Nothing detached from the uphold device. The procedure was reportedly completed with another uphold vaginal support system. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that the procedure was an anterior pelvic floor repair.

Manufacturer narrative:
(B)(4).